Event description:
The customer complained that they received reports of tripping on the patient pendant cords.

Manufacturer narrative:
The technician stated that the pendant was secured in the siderails, the bed was in the lowest possible position, however the technician stated that the patient pendant cord clip was not being used. The cord is to be utilized, which resolved the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.